Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife called and reported that customer received emergency medical assistance due to high blood glucose and an infection on (B)(6) 2019 with blood glucose of 320 mg/dl at the time of the incident. The customer was at 65 mg/dl at the time of admission. The customer was given glucose to treat the low and insulin for the high. The customer experienced symptoms such as a possible diabetic seizure. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer had lost the pump battery cap. The customer is a brittle diabetic. The insulin pump will not be returned for analysis.